Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7234790, medical device expiration date: 2020-04-30, device manufacture date: 2017-09-22. Medical device lot #: 6351688, medical device expiration date: 2019-07-31, device manufacture date: 2017-01-06. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 bd insyte¿ autoguard¿ shielded IV catheters from lot # 7234790, and 10 catheters from lot # 6351688 were found with damaged unit packaging before use, compromising the products' sterility. The following information was provided by the initial reporter, translated from (B)(6) to english: "some units are with the package damaged, loosing its sterilization. Lot: 7234790 val: 30/04/2020 ¿ 30 units. Lot: 6351688 val: 31/07/2019 ¿ 10 units."

Manufacturer narrative:
Investigation: bd was able to verify the reported complaint. The packages were opened. It should be noted that the photos in attachment demonstrate the sealing mark on the film, which shows that sealing occurred normally during the sealing process. It was not possible to determine the root cause of this defect, due to the absence of nonconformities related to this defect and due to the lack of objective evidence in the device history record of packaging claimed, such as: the packaging parameters are within the specifications, the adhesive transfer mark on the film, which proves that the product has been properly sealed during the packaging of the product. As a possible cause of this defect would be a failure in the adhesiveness of the paper with the film due to the lacquer contained in the paper from the supplier. The supplier of the paper has been changed to one that does not contain lacquer.

Event description:
It was reported that 30 bd insyte¿ autoguard¿ shielded IV catheters from lot # 7234790, and 10 catheters from lot # 6351688 were found with damaged unit packaging before use, compromising the products' sterility. The following information was provided by the initial reporter, translated from portuguese to english: "some units are with the package damaged, loosing its sterilization. Lot: 7234790 val: 30/04/2020 ¿ 30 units. Lot: 6351688 val: 31/07/2019 ¿ 10 units."

Manufacturer narrative:
D3. Medical device manufacturer: becton dickinson infusion therapy systems inc. Sandy, ut. G1. Manufacturing location: becton dickinson infusion therapy systems inc. Sandy, ut. The product is made in sandy, ut and packaged in juiz de fora, br. This report errantly reported the manufacturer as juiz de fora, br.

Event description:
It was reported that 30 bd insyte¿ autoguard¿ shielded IV catheters from lot # 7234790, and 10 catheters from lot # 6351688 were found with damaged unit packaging before use, compromising the products' sterility. The following information was provided by the initial reporter, translated from portuguese to english: "some units are with the package damaged, loosing its sterilization. Lot: 7234790; val: 30/04/2020 ¿ (B)(4) units. Lot: 6351688; val: 31/07/2019 ¿ (B)(4) units."